Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt had been hospitalized for congestive heart failure from (B)(6) 2014. The nurse stated the pt did not require surgery and had been discharged on (B)(6) 2014. There is no further info available at this time.